Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.

Manufacturer narrative:
.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure to undergo a magnetic resonance imaging (MRI). No device malfunction suspected on the ipg. The explanted device was not returned to bsn as it was discarded by the medical facility.